Manufacturer narrative:
The customer checked instrument logs and observed that the analyzer generated message code 5744, r1 pipettor movement restricted at (0) position (1), ten minutes prior to the release of the discrepant results. The customer service center specialist (csc) instructed the customer, over the phone, to replace the sample probe. The customer replaced the probe, the alnty c-series sample p (ln 04s51-01), which resolved the issue. A review of service history for the alinity c (serial number (B)(6)) revealed no additional reports of discrepant results by the customer after the sample probe was replaced, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the alnty c-series sample p (ln 04s51-01) did not identify any trends. Review of tracking and trending for the alinity c did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alnty c-series sample p (ln 04s51-01) or the alinity c (serial number (B)(6)) was identified.

Manufacturer narrative:
No patient information outside of results summarized in describe event or problem were provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned sodium results generated with the alinity c processing module. The customer uses the reference range 136 to 145 mmol/l. The following was provided: initial result 160 mmol/l, repeated on another analyzer 140 mmol/l. No impact to patient management was reported.